Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the screenshot of the log files show no o2 sensor output. As a resolution, o2 cell has been exchange.

Event description:
The customer reported technical failure alarm 549 "adc 2, rconco2scaled value out of range". The customer reported transferring the patient to another machine as an immediate intervention. Any harm experienced by the patient is unknown at this time.